Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the telephone. The customer reported they replaced the graphic user interface (gui) printed circuit board (pcb) to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications. The replaced component will not be returned.

Event description:
It was reported that a ventilator graphic user interface (gui) became inoperative. There was no patient involvement.